Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the lcd, display problem. This condition was found in the biomed department upon power up. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a liquid crystal display problem was not confirmed or reproduced during product evaluation. Therefore, no assignable cause was provided during product evaluation and no repair was necessary for the reported condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90. A device history review was performed with no exceptions during manufacturing found. A service history review revealed no previous service events were related to the reported condition.